Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, an ultraflex esophageal stent was advanced over the guidewire and into the target lesion. The physician deployed approximately one third of the stent when the deployment suture became tangled. Due to this, the stent could not be fully released. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4). Stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.